Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, two clips fell out of the jaws of the clip applier. The next clip scissored when closing the jaws. There were no patient consequences. Case completed with another device of the same product code. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Additional information: which firing(s) of the device did these events occur on? 4th. What vessel or structure was the device fired on at the time of the events? Gastric sleeve. Was the clip fully advanced into the jaws prior to firing? The clip advanced poorly into the jaws, thus being the initial part of the problem. Clip advanced at an angle / crooked into the jaws. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Not sure. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Yes, the next clip advanced and performed in the same manor. Did the scissored clip cut the structure? If so, how was structure repaired? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.